Event description:
It was reported that the patient experienced seizures. No other information was available at the time of this report. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Lead model 39565-65 serial# (B)(4) implanted: (B)(6) 2011 explanted: na programmer model 37743 serial# (B)(4) adaptor model 37092 lot# 271470001 implanted: (B)(6) 2011 explanted: na. (B)(4).